Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing reportable events for enterprise 8000 and enterprise 9000 (both beds have the same safety side system) we were able to establish that this is the 3rd one where an allegation regarding patient being injured due to the side panel was received. There is no trend observed for this failure mode. The device involved in this incident is enterprise 96000, model number: 9600bn72a11au1, serial number (B)(6) manufactured on 2013-09-19 and is part of the us rental fleet. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. Each device in the rental fleet needs to pass the quality control (qc) checks in order to be cleared for dispatch before being placed in the customer facility. The enterprise 9000 qc process requires to check all device components and functions according to the current instructions. We were able to confirm that the bed involved in this incident has passed all requirements on 2015-12-08 before being placed at the customer facility. The bed is designed to be in compliance with 60601-1:1990 of which it is a requirement is to make sure that rough surfaces, sharp corners and edges which may cause injury or damage are avoided or covered (clause 23). The design of the enterprise 9000 bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. The safety side rails are not intended to restrain patients who make a deliberate attempt to exit the bed. To reduce the risk of injury due to falls, the bed should be left at minimum height when the patient is unattended. Also the age, size and condition of the patient should be assessed by a clinically qualified person in order to ensure that they can use the bed safely. In this particular complaint, we have received the information that facility personnel assessed the device immediately after incident occurrence and could not find anything protruding from the area of safety sides or safety sides themselves. Moreover, the bed has been swapped after the event, sent back to the service center and found to be according to the manufacturer specification. After the end of rental period the bed got submitted to the quality check and passed all requirements on 2015-12-26. There was no failure or malfunction found that could have been a contributory factor to the patient's injury occurrence. In summary, during the incident taking place the device was used for the patient treatment, therefore it somehow played a role in this event by its presence. However, upon the performed investigation we were able to confirm that device did not fail to meet the manufacturer specification and was in fully working condition. The sustained injury required stitches therefore it has been classified as a serious injury and was decided to be reportable to competent authorities as such. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, we have been informed that a patient received a cut to the right shin while placed on an arjohuntleigh bed. The allegation suggests that the cut occurred due to the contact with the right-hand-side safety side. The sustained injury required 7 stitches. From additional information provided we have concluded the following: the facility ICU manager stated that the event was not witnessed by anyone, no-one saw how the patient came to receive the cut. The patient involved in the incident was not able to explain what caused the injury. Unfortunately, no information regarding the patient's pre-existing conditions were provided.